Event description:
Pt states "he is not getting enough oxygen," pt desaturated on the conserver and regulator. Pt also states that the yellow light was on, and that his new dr didn't want him to have it. With new unit, pt states he is getting a bigger puff.